Manufacturer narrative:
The field service engineer (fse) was at the customer site and found that the wbc apertures were dirty causing the wbc voteouts. He cleaned the apertures and the instrument ran without issues. The instrument was verified to meet the specified requirements per established facility procedure. (B)(4).

Event description:
The customer reported the their coulter lh 780 hematology analyzer was experiencing wbc aperture 3 voteouts. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.

Manufacturer narrative:
Date of manufacture omitted from original submission.